Event description:
Herial, n. A., khan, a. A., suri, m. F. K., sherr, g. T., & qureshi, a. I. (2014). Liquid embolization of brain arteriovenous malformation using novel detachable tip micro catheter: a technical report. Journal of vascular and interventional neurology, 7(5), 64¿68. Medtronic literature review found a report of patient complications in association with an echelon microcatheter and onyx liquid embolic. The purpose of this article was to present the use of the apollo detachable tip micro catheter in a case of pre-surgical embolization of brain arteriovenous malformation (avm). The following intra- or post-procedural outcomes were noted: initial attempt to access the feeder using echelon microcatheter was not successful due to prominent tortuosity of feeding arteries. The feeding artery was successfully accessed using headway duo microcatheter and synchro2 0.014 in microwire. After injection of onyx into the brain avm feeder with pre-nidal aneurysm, considerable difficulty was encountered in microcatheter disengagement. No arterial thrombosis, vasospasm, dissection, or rupture was seen at respective sites of disengagement.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID unk-nv-echelon (lot: unknown); product type: ; implant date ; explant date g2: citation: authors: herial, n. A., khan, a. A., suri, m. F. K., sherr, g. T., & qureshi, a. I.. Liquid embolization of brain arteriovenous malformation using novel detachable tip micro catheter: a technical report. Journal of vascular and interventional neurology 7(5):64-68 2014. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. E1 facility (cont.): zeenat qureshi stroke institute and department of cerebrovascular diseases and interventional neurology. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.